Manufacturer narrative:
Date of event estimated based on event occurring in one week which included (B)(6) 2022.

Event description:
It was reported that stent thrombosis occurred. After a synergy drug-eluting stent was implanted, the patient experience acute in-stent thrombosis.

Event description:
It was reported that stent thrombosis occurred. After a synergy drug-eluting stent was implanted, the patient experience acute in-stent thrombosis. It was further reported that the target lesion was located in right coronary artery.

Manufacturer narrative:
B5: updated describe event or problem. B3 date of event estimated based on event occurring in one week which included 05/31/2022.